Event description:
A nurse put on a new glove out of the box and it contained an unknown oily substance with a black substance mixed in. The glove was then removed from use. Will send to manufacturer for analysis.